Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. Infusion tubing had detached from the connector of the infusion set. The patient mentioned

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.